Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient experienced high blood glucose level of 342 mg/dl on (B)(6) 2026 due to a kinked cannula. The patient was treated with correction injection via mdi (multiple daily injections). The infusion set had been inserted in the thigh and the patient noticed symptoms within three hours of insertion. No further information is available.